Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Performed service and repair functions. Reviewed service history. Attach box label and electrical safety. Replaced broken / damage irrigation safety cover. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that the return flow suction on the 4580 fms duo+ pump/shaver combo device was not working. It was not reported if there was no delay in the surgical procedure or if a spare device was available for use to complete the surgery. It was not reported how and if the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.